Event description:
It was reported that the device was unable to be interrogated. Follow up is in progress to obtain further information regarding this event and what action was taken or planned to resolve the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. Additional information received indicated that the device was difficult to locate, however once the device was located it was interrogated without issue. The device remains in use. No patient complications have been reported as a result of this event.